Event description:
Manufacturer received device tracking information indicating that patient underwent vns therapy system replacement surgery due to lead discontinuity. Further follow up with the surgeon's office revealed that the prior to replacement surgery, device diagnostic testing at office visit resulted in high lead impedance reading (specifics unk). Indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as likely cause of the high lead impedance test result. Review of x-rays by treating physician did not reveal any obvious discontinuities in the vns therapy system. The patient had not experienced any recent injury or trauma that may have damage the vns therapy stystem and does not manipulate the device through the skin. Lead break is suspected. Attempts to obtain the explanted devices for analysis have been unsuccessful to date. No serious injury was reported in conjuction with the high lead impedance condition.